Manufacturer narrative:
E1: phone (B)(6). B3: day of event unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's flow rate varies according to the consumable used. When standard tubing was used, for a 20 ml precision test,17 ml was obtained. Using an administration cassette for the same 20 ml test, 23.3 ml was obtained. As for the use of an epidural tubing, exactly 20 ml was obtained. Per reporter, several cadd solis pumps were tested, and the results were the same. The event occurred during preventative maintenance.

Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.

Event description:
Per the reporter, there was unknown patient involvement and unknown patient harm/adverse event reported.